Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms of infection were redness and swelling. The patient is prone to infection during any surgery and was believed that the infection was not related to the device. No antibiotics was given. The patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure.